Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found air/water leakage from the insertion tube/bending section. Pierced, cut on the bending section observed. The reported issue was confirmed. Furthermore, inspection found the coating of the insertion section part is peeling. Review of device repair history noted the subject product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the loaner device bending cover is leaking. The issue found during inspection. There is no patient involvement on this event. No user injury reported device evaluation found the coating of the insertion section is peeling off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress/chemical stress. The event can be detected/prevented by following the instructions for use which state the following: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube." "Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.